Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: device patch with lot number 2716201 and has red particles on the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Patient reported left side strong pain, swelling, capsular contracture baker grade iii. Physician reported seroma and capsular contracture, baker grade IV. Device explanted with capsulectomy. Device has been explanted.

Manufacturer narrative:
Clarification to a.2 patient's date of birth: (B)(6) 1997. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side strong pain, swelling, capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
(B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "strong pain, swelling, capsular contracture baker grade iii".

Event description:
Patient reported left side strong pain, swelling, capsular contracture baker grade iii. Device has been explanted.